Event description:
I have been using dexcom g7 sensors for glucose monitoring with mobile app (android) and a dexcom g7 receiver. I am on the second sensor. The mobile app has lost connectivity (but not the receiver) with both of these sensors and mobile app crashed at around the same time into the life of the sensors: on the last day but before the full 10 days (240 hours) excluding the 12-hour grace time. After the app crashes, the resetting of the app is needed and loses all of the history (events). The app restart walks through as if it is a new sensor is applied (un-necessary) but will recognize the old sensor. I have attached pics of the app on restart and history lost. I entered blood glucose, insulin, and meals entered while on both of these sensors but they are all gone now. P.s.: I have gone through all the dexcom instructions and the sensor is placed/inserted as instructed. Both the android device and receiver are within the range of the sensor. Reference report: mw5151008.